Event description:
It was reported that balloon rupture occurred. During unpacking of a 2mm x 40mm x 144cm coyote es balloon catheter, it was found out that the balloon was ruptured. The procedure was completed with another of the same device. No patient complications were reported as the device did not enter the patient's body. Returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen. Although it was reported that the device was not used, the presence of blood and contrast media in the lumen is indicative of handling beyond simply un-packaging the device, as was reported. The outer shaft, inner shaft, balloon and tip were microscopically examined. Microscopic examination revealed that the balloon has a pinhole at the distal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.